Event description:
The customer reported that after they had upgraded the device software the device would no longer boot/power up and the device ready for use indicator (rfu) was displaying red x.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips customer repair center (crc). The crc confirmed the stated problem. The crc determined the cause of this malfunction to have been the processor pca. The device was out of clinical service, and the customer was upgrading the device software when the stated problem began to occur. There was no pt involvement. The crc replaced the processor pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to the customer.